Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly. No frozen screen and no trace pointers are invalid alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and the insulin pump received invalid trace pointers. The customer¿s blood glucose level was 200 mg/dl. The customer was unable to clear the alarm. Customer reports that the screen was completely blank. The device will be returned for analysis.